Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, the sutures were not retrieved and a cuff miss occurred. A second proglide was used to achieve hemostasis. Thirty minutes post procedure, the patient lost distal pulse. Thrombus and a piece of plastic were found in the right common femoral artery and were surgically removed. The physician thought the piece of plastic was possibly from the foot plate of one of the devices. The patient was hospitalized overnight and released the next day. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established in patients with ipsilateral femoral venous sheath during the catheterization procedure. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Three pieces of tissue were returned for investigation. The device and its components were not returned. During testing, the three pieces of tissue were dissected and there was no plastic or any other material found. The reported cuff miss and possible foot break could not be confirmed. A review of the lot history record revealed no non-conformances associated with the reported lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there was no indication of a product quality deficiency.